Manufacturer narrative:
Common device name: nfa device, coronary saphenous vein bypass graft, temporary, the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary artery procedure, a malfunction of the device occurred. The lesion being treated was a saphenous vein graft was to the distal right coronary artery (svg/dist rca) that was mildly tortuous with moderate calcification. The physician stated that "when deploying the basket the shaft frayed." The physician used another filterwire and completed the procedure successfully with no patient injury or complications reported.